Manufacturer narrative:
The investigation has been completed and the reported issue was verified in the logs. Device testing could not be completed due to damaged usb pins.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was approximately 450 mg/dl with a "large trace" of ketones. The customer replaced the infusion set site and cartridge. Insulin delivery was resumed. The bg level was lowered. Fluids were consumed to address the ketone level. As the pump supplies had been changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.